Event description:
Patient presented with 19-24mm neck, over 10mm length (off-label), 60degree neck angulation. Implant of a 25-13-120bl bifurcated device and a 28-28-95rl suprarenal device. There was a slight intraoperative proximal type I endoleak. The physician didn't want to post dilate with a balloon. A palmaz stent was placed to resolve the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aortic neck length of 10mm is off-label.